Event description:
It was reported that during a carotid artery stenting procedure, after successful stent deployment, the retrieval catheter would not cross through the stent to retrieve the emboshield nav6 filter. The patient was taken to surgery where the filter was surgically removed. The patient is recovering without issue. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.